Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, - 17.0/+4.0/077 (sphere/cylinder/axis) in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown. The lens is well in place and patient is happy.